Event description:
Originally reported as "when applied to a patient, the CPAP unit was reported to be free flowing and could not be adjusted. A different unit was placed on patient and worked without any issues. I was not able to recreate this issue. (B)(4) reported as "patient was found in moderate/severe respiratory distress. The CPAP unit was applied to the patient. Crew members state the unit sounded like it was leaking air. They tightened the oxygen tubing and the unit seemed to be working fine. During transport of the patient, unit began to sound like it did not have a good mask to face seal. They confirmed that the face mask was applied appropriately and the patient complained about not getting enough air. The crew then noticed that the pressure gauge on the unit was too high, and they were unable to adjust the pressure down to normal operating ranges. The CPAP unit was removed from the patient and a different unit was placed on the patient that worked appropriately.

Manufacturer narrative:
Based on the information originally received from the client, this event was deemed not reportable per emergent MDR decision tree. Received (B)(4) on june 22, 2015. Emergent is submitting this report in response to (B)(4). The returned device was found to have a broken outlet. Otherwise the device operated as intended. Unable to determine what caused the outlet to break. Unable to reproduce free flow condition. Unable to determine what caused the free flow condition. Component was replaced. Repaired device was tested at 5cmh2o, 10cmh2o, and 15cmh2o. At each level, the device operated within specification. Repaired device returned to client.